Event description:
It was reported that the patient with this implanted pacemaker noted icons on their remote monitoring system and was concerned about device function. Technical services (ts) referred the patient to the physician for further monitoring. Data was reviewed and no alerts were recorded. This pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. As a result, it was explanted. No additional adverse patient effects were reported. This device was already returned for further analysis.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.